Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: the cannulated cruciform screwdriver (part # 314.463, lot # 5598587, mfg # 10-sep-2007) was received with the peg at the proximal end of the device completely broken off. The knob is press fit unto the peg and since the peg is broken off, the knob is missing. The broken portion of the device was not returned. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional analysis was not performed as relevant parts/features were not returned. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part # 314.463. Synthes lot # 5598587. Supplier lot # na. Release to warehouse date: 10 sep 2007. Manufactured by synthes brandywine. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: the cannulated cruciform screwdriver (part # 314.463, lot # 5595003, mfg # 06-sep-2007) was received at with the peg at the proximal end of the device completely broken off. The knob is press fit unto the peg and since the peg is broken off, the knob is missing. The broken portion of the device was not returned . This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional analysis was not performed as relevant parts/features were not returned. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part number: 314.463 synthes lot number: 5595003 supplier lot number: n/a release to warehouse date: 06sep2007 expiration date: n/a manufactured by synthes brandywine no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Corrected data-d4 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes sales consultant. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, it was found out that a screwdriver shaft, drill sleeve, and trephine for a bone harvesting set was broken. It was observed at the sterile processing department(spd). Parts are immediately taken out of circulation so the parts are no longer in the operating room. There was no patient involvement. This report is for one (1) cannulated cruciform screwdriver. This is report 1 of 2 for (B)(4).